Event description:
It was reported that the tip from a reverse humeral trial stem broke off and remained in the patient's arm. The missing piece was not noticed missing until after cement went into the arm. Radiographs taken after the implants were placed found the tip in the humeral canal.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided. It is possible ther tip is a distal pilot. The distal pilot attaches to the trial stem through a threaded connection. It is possible if the trial stem was rotated several times in the patients arm the distal pilot could come unthreaded. The tm reverse surgical technique states "note: while inserting the stem, care should be taken not to rotate the stem". However with the supplied information a definitive root cause cannot be determined at this time. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.